Event description:
The physician reports that the crystalens haptics tore when delivering the lens using the staar lens injector system. Intervention was performed intraoperatively to enlarge the incision, remove the damaged iol and suture the incision. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The damaged lens was returned to eyeonics and evaluated. The visual inspection under microscopic magnification revealed that both haptics were torn at the hinge. The findings are consistent with damage caused by lens injector use. Root case: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the lens was loaded incorrectly and the foam tip plunger overrode the lens.